Manufacturer narrative:
It was reported that after a right knee arthroscopy, the patient returned with "intense pain, redness, and drainage from the incision + effusion crp" which required "rehospitalization", "right knee irrigation + probabilistic antibiotic therapy". It was reported that "lab results positive for serratia marcescens". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Post operative infection.